Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the customer reported, the cardiosave intra-aortic balloon pump (iabp) was having issues tracing blood pressure and electrocardiogram (EKG) waveform. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse connected a system trainer. EKG and pressure were both transmitting normal. The customer's ECG leads and blood pressure transducer cable were not with the system, so the fse was not able to test the customer's patient cables. The fse connected ECG leads and a blood pressure transducer cable. Both were transmitting signals as intended. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.